Event description:
A reported issue occurred when the customer experienced a malfunction while changing the cartridge, identified by malfunction code malf 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts provided assistance by guiding the customer through a pump reset, after which the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reappeared and confirmed understanding of these instructions.